Event description:
It was reported that the patient with a pacemaker system called technical services (ts) and reported having received a yellow collecting waves (ycw). Ts walked the patient through troubleshooting efforts. The troubleshooting efforts were unsuccessful, ts advised the patient to contact the device treating clinic for further troubleshooting. Subsequently, the patient visited the clinic, and the pacemaker was interrogated and found to be operating in safety mode. At this time, the pacemaker remains in service, no adverse patient effects were reported.